Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms 05 and 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 153 mg/dl.